Event description:
During a dermatological laser procedure where growths were removed very near rptr's eyes, shields were put into rptr's eyes for protection from the laser. The weight of the shield on rptr's extremely fragile left eye caused permanent injury to that eye. The injury sustained was to the macula, ie, macular degeneration and to rptr's vision which was 20/20 and is now 20/200.